Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: five months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient was transfused with 2 units of packed red blood cells (prbc) from an outside facility. On (B)(6) 2018, the patient presented to the hospital with melanotic stools for one week with hemoglobin (hgb) drop to 6.3 g/dl. Upon admission, the patient complained of fatigue, feeling cold, and worsening dyspnea over the past week along with 1 to 3 reported black stools daily occurred. On (B)(6) 2018, the patient was transfused with 2 units of packed red blood cells (prbc). An esophagogastroduodenoscopy (egd) performed on (B)(6) 2018 did not show any evidence of gastrointestinal bleeding (gi). The patient will be monitored for recurrence of bleeding. Based on history and comorbidities; the gi team suspects self-limiting bleeding from an arteriovenous malformation (avm). No additional information was provided.

Manufacturer narrative:
(Method/result/conclusion codes) - the evaluation codes were inadvertently left out from medwatch MFR report #2916596-2018-03992 follow-up #1. The investigation results were previously reported.the manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.